Event description:
It was reported that the device displayed no sensor inserted during sensor session. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Product was provided for investigation. Confirmation of the complaint was undetermined via product. The probable cause was unable to be determined via product.